Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic due to diaphragmatic stimulation. An x-ray and CT scan were inconclusive. The lead was successfully repositioned and the patient would continue to be monitored.